Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation and refractive erro. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: a2- age at time of event, date of birth: (B)(6) 1990 should be removed as it is unknown additional information: b5- per updated infromation due to anterior subcapsular cataracts after icl implantation, implantable collamer lens (icl) was removed and phaco surgery with toric pc-iol was done. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).